Manufacturer narrative:
After 9 mo post-op very little remains.

Event description:
Patient had a brow lift on (B)(6) 2015. Patient returned to surgeon on (B)(6) 2015, 9 months post-op, with what looks to be a large pimple over the location of the implant. Three (3) implants were used on this patient with one placed midline which is contraindicated in our instructions for use. The surgeon debrided the area and removed a small piece of what looked like a fragment of endotine. It was brittle and easily crushed with forceps.